Event description:
On (B)(6) 2015, the reporter contacted animas alleging a battery compartment crack. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 06/14/2015 with the following findings: a battery compartment crack was observed.